Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use, patient was connected at the time of the alarm. The patient line had not been properly primed. The power was cycled and the hc was advised to use new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during use, where the home patient indicated that the patient line had not been properly primed. An incomplete prime is a known cause of a system error 2240 alarm. The cause for the incomplete prime was not determined. The "homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A supplemental report will be submitted if any additional relevant information becomes available.